Event description:
It was reported that this programmer had exhibited startup difficulties for several weeks causing the health care professional (hcp) to reboot the programmer to properly start it. In addition, it was reported that during a manual right ventricular (rv) threshold test the programmer screen froze with the test still performing. This led to the hcp rebooting the system. Upon restart, it was noted that the rv threshold went down to 0.1 v; however, no adverse patient effects were reported. The programmer was replaced, and it is expected to be returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.